Event description:
It was reported a bad image. No patient injury or significant delay were reported. Back up device was not available.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for a bad image. A visual inspection was performed and showed the scope to have distal tip and fiber damage. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that during surgery, the device has bad image. There was not backup available. Delay was not reported in the case. Patient injury was not reported.